Manufacturer narrative:
The getinge field service engineer (fse) replaced the hi-pressure helium regulator and helium tubing then ran all performance and leak tests. The fse verified that there was no helium leak. Subsequently, the fse completed scheduled preventative maintenance (pm) service then completed all safety, functionality, and calibration checks. All tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. However, repairs are ongoing and a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.